Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use twice since 08-apr-2024. The blood glucose level of the patient was 250 mg/dl. The issue occurred with two similar types of infusion sets used for one and half years. No further information available.